Event description:
A male pt contacted lifecor customer support to report that he was ending use due to general health improvement. He stated that one of the response button covers was broken off of the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was missing the front response button cover. The monitor also had a rear response button that was inoperative. It would not respond when pressed. It also had a lcd that was scratched and a missing programming switch cover. The monitor was repaired, the monitor was retested and restocked. The root cause of the response button failure is unk at this time. No adverse event resulted from the faulty response button.